Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to pt injury. Device issue: balloon rupture. It was reported that during pre-dilatation with the voyager, the balloon was ruptured at 4 atm. It was replaced by another company's 2.5 x 15 balloon and a vision 3.0 x 18 was deployed to complete the procedure. No additional event or pt info is available.

Manufacturer narrative:
Results and conclusion summation - product performance engineering determined factors that can contribute to balloon ruptures include, but are not limited to, balloon damage during mfg materials, interactions with other devices, pt anatomy. Lesion calcification and tortuosity, or insufficient preparation prior to use. Reportedly, the lesion was 90% stenosed and mildly calcified, which may have been a contributing factor in this case. Without the device to examine, a conclusive root cause for the reported balloon rupture could not be determined.